Event description:
The user facility reported an impella 5.5 was supporting a patient admitted in with cardiomyopathy when after over 2 weeks of support, the purge fluid was changed. The automated impella controller (aic) froze on the screen where you edit the purge fluid information. The team was unable to move forward or exit out. The aic was changed to the back up aic. The patients outcome was stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other and aic - kbd/rotary knob issues has been completed. Data review: console logs were consistent with was reported in the complaint. Device analysis: console was tested but the kbd issue was unable to be reproduced. The consoles kbd was responsive and had no issues advancing through the purge procedure. Conclusion: the root cause of this issue was unable to be conclusively determined due to the inability to reproduce. D9 device returned to manufacturer date added.